Manufacturer narrative:
The product was returned for evaluation. The customer report of "the balloon did not inflate" was confirmed. The balloon failed to inflate due to balloon leakage. The balloon and catheter body were immersed in water and pressurized with air to visually determine the source of leakage. The balloon leakage was observed through a complete latex detachment at both the proximal and distal bond. No residual adhesive was observed at the bond area. All through lumens were patent without any leakage or occlusion. No visible damage was observed from the catheter body or returned monoject 1.5cc limited volume syringe. Visual examination was performed under microscope at 10x. Corrective actions were previously implemented to address complaints of this type issue. A new investigation will be conducted to determine if new actions are needed. A device history record review was completed and documented that the device met all specifications upon distribution.

Manufacturer narrative:
All units in this lot were distributed in (B)(4) and are being recalled. In addition, a corrective and preventive action has been initiated to prevent recurrence of this issue.

Event description:
It was reported that "the balloon did not inflate at the inflation test before use." There were no patient complications reported.